Event description:
It was reported that the pump exhibited error code 4166 and a red screen. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a motor that was not running and an error code that showed up during a motor test. The cause of the customer reported problem was the motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the motor and updated software, and the pump passed all functional tests and performed as intended after repair.